Manufacturer narrative:
The pusher was returned without the introducer or dispenser coil for evaluation. The pusher body coils were noted to be broken distal of the black pet at the transition zone. The distal portion of the pusher body coils were broken, and not returned. Based on the investigation and provided information, the complaint of a detached implant can be confirmed, as the distal section of the delivery device was not returned for analysis. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that after positioning an embolization coil completely in the aneurysm, it was assumed that the coil had detached appropriately with the controller; however, when the pusher was withdrawn, the coil came back with it. The coil then detached when a proximal segment was in the microcatheter. An attempt was made to push the proximal segment of the detached coil back into the aneurysm; however, it was unsuccessful. An attempt was made to remove the coil with a snare device, also without success. The proximal part of the coil still remains in the vessel. There was no reported patient injury. The patient is reported to be fine.